Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String from tampon broke during removal- vagina [foreign body in reproductive tract]. Have had the string from two tampons break off [device physical property issue]. Had a lot of difficulty removing tampons [complication of device removal]. Case description: consumer reported via email that the tampon string broke off during removal. No serious injury was reported.